Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. The device was returned in packaging with a sticker indicating ¿sample- not for sale. Caution: not sterile, not for human use.¿ attempts to obtain additional information regarding the circumstances surrounding the use of a device labeled as non-sterile have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was retrieved by gloved hand. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure on (B)(6), 2016. According to the complainant, during the procedure, the needle detached and was retrieved by gloved hand. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 7, 2016. The device received by boston scientific was a demo device returned due to product mix-up. There is no alleged complaint against this device.